Event description:
Treatment of a small ruptured aneurysm measuring 8mm located in the ventral aspect of the top 1/3 segment of the basilar artery. The patient had severely tortuous anatomy. The patient was given dual antiplatelet therapy (aspirin and plavix). On (B)(6) 2014, the patient underwent pipeline (3.50mm x 20mm) embolization treatment. During the procedure and after successfully placement of the pipeline, it was reported distal end of the pushwire separated from the proximal end at the bumper as the physician attempted to recapture the capture coil into the marksman catheter. It was noted that the pushwire was rotated close to 10 times because the pipeline did not open easily. The broken segment was removed from the patient by aspirating the microcatheter. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device has been received and the evaluation is currently in progress. A follow-up will be submitted once the evaluation is completed. (B)(4).

Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation without the pipeline. The pipeline was implanted in the patient. The pushwire was found broken into two segments at approximately 155cm from the proximal end with the broken distal segment missing as it was discarded at the site. Cross sectional analysis of the break surface indicated that the failure mode occurred due to torsional and tensile overload. Pushwire separation.(B)(4).

Manufacturer narrative:
(B)(4)